Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint description: the PICC device is passed but it is observed that the dilator is broken, a new device is requested and the peel away is observed with a very narrow orifice and does not allow passage of the catheter.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: the PICC device is passed but it is observed that the dilator is broken, a new device is requested and the peel away is observed with a very narrow orifice and does not allow passage of the catheter.